Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the hospital with low blood glucose (bg) values that dropped to 27 mg/dl. For treatment, the patient was given food, orange juice, dextrose chloride fluids and a glucose shot. The pod was worn longer than 48 hours on the abdomen. The pod was removed and discarded and the patient was discharged after 1 day.